Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for an unrelated procedure. During the procedure, it was observed the right ventricular lead had a insulation breach. The leads measurements were within range so the lead was left implanted and unaddressed. The patient was stable.